Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that was reported that the patient read other people had pain and weakness in their legs. The patient also reported reading about people being shocked by their devices. No further information was available.